Event description:
The following was reported to davol by the pt. The pt reports that she underwent hernia repair with a sepramesh in (B)(6) 2010 and that she has since developed a post-op infection with inflammation at her surgical site. She reports that she has been treated with antibiotics, oral and IV, and has been hospitalized for this 15 times. She reports that she is being treated by her surgeon and that the mesh remains implanted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional information including product code and lot number. Without a lot number a review of the manufacturing records could not be conducted. Additionally, the mesh remains implanted. Inflammation and infection are both known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.